Event description:
Healthcare professional reported left side rupture and fluid collection. The device has been explanted.

Manufacturer narrative:
Phone number:(B)(6) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Photos of the explanted device have been received; evaluation yet to begin. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; fluid collection.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: ¿ seroma-late: unable to observe since it is not related to the device. ¿ anxiety - product/procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and fluid collection. The device has been explanted.